Event description:
The manufacturer received information a dreamstation bipap autosv device's power cord sparked while in the outlet and caused a fire that damaged the wall. The patient reports they were using the device when the event occurred that damaged the wall and outlet. The device was plugged into ac power. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.